Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 117 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Findings: intermittent button response due to moisture damage on keypad traces. No button error alarm noted. Pump received with cracked case at display window corners, battery tube threads, minor scratched display window.